Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was not returned for evaluation. Visual evidence provided by the site revealed that the controller pocket seam was torn. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer because the cloth on the back was damaged. The waist pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.